Event description:
Customer informed our sales department on the 18th of april that one of our products was involved in a case where a laceration occured.

Manufacturer narrative:
The slight deviation of the pressure spring may have been detected during the annual maintenance, but the product has not been sent in for the annual service for the last two and a half years. However, it is not assumed that this slight deviation (< 2%) of the pressure spring was causative for the described incident. The deviation of the thread inserts cannot have contributed to the event described by the customer. This deviation may also have been detected during annual maintenance. As it is not assumed that the detected deviations have caused the reported incident, we suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."